Event description:
A nurse pulled a normal saline flush syringe from the materials cart [from a box marked saline flush]. When she began to administer the contents, [the nurse] noticed the writing on the syringe was 100 u/ml heparin lock flush. These syringes are all pre-packaged by the MFR and delivered to the hospital. [The MFR stated this was a plant error but assured the site the syringe was filled with saline. The hospital returned all mislabeled syringes.]